Manufacturer narrative:
Date of birth not provided. Weight not provided, (B)(4). Therapy date not provided title and email address not provided. Product discarded by dentist. Product discarded by dentist.

Event description:
The dr reported that the abutment gold screw (iunihg) fractured off inside of the implant. Consequently, the implant needs to be re-threaded.

Manufacturer narrative:
No product was returned for inspection. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. The customer's complaint indicates the screw broke inside the implant and the implant needs to be rethreaded. Alleged event was non-verifiable with the information provided. The root cause for the complaint could not be determined with the information provided. No immediate corrections are required as this event is not thought to be the result of a manufacturing deviation.